Event description:
Pt had to have revision of acetabular component left hip as a result of the acetabular component becoming fractured. It had been implanted in 1992.

Manufacturer narrative:
Biomet, inc. Received a medwatch report from the user facility on 7/2/1997. The follow-up is for additional info from the user facility. On the user facilities medwatch report, they state that the device was returned to biomet, inc. On 4/17/1997. The device was returned to biomet on 5/5/1997.